Event description:
Pt was revised to address malpositioning and improper sizing of implant.

Manufacturer narrative:
The product associated with this reported event was not returned for examination. A search of the complaint database did not show any add'l reports against the lot code. The investigation could not draw any conclusions about the reported event without the product to examine; however, provided info suggests the size device selected at revision surgery did not achieve the desired positioning. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and / or add'l info be rec'd, the investigation will be re-opened.